Event description:
On (B)(6) 2012, the reporter contacted animas to report the patient obtained elevated blood glucose readings ranging from 220 mg/dl to 290 mg/dl, and he experienced the symptom of fatigue. The patient noted his usual reading is 140 mg/dl. The patient corrected his blood glucose level using the pump, however claimed his blood glucose levels did not drop. The patient did not test for ketones. The patient noted the pump was exposed to x-rays at the airport. The manufacturer warns the user to not expose the pump to x-rays, magnets or MRI. Troubleshooting found no issues with the infusion set or infusion site, all pump programming and settings were correct, and the total daily basal/bolus doses given matched those programmed. The patient's technique was incorrect by exposing the pump to x-rays. However, as the patient suffered blood glucose levels and symptoms suggesting severe hyperglycemia afterwards, this complaint is being reported.

Manufacturer narrative:
The pump has been returned to animas; however, the investigation has not been completed. No conclusions can be drawn at this time. Once the evaluation has been completed a supplemental report will be filed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: a review of the total daily dose history showed that the daily insulin delivery totals were found to be within specification. There were no alarms or pump conditions indicating a malfunction were recorded in black box or pump alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications.